Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was bending over and felt a sudden pain at the battery site that radiated to the location of the lead. They had the patient turned off the stimulation and suggested the patient ice the pocket area. The hcp stated that the patient¿s battery had been off for 30 minutes and the patient continued to feel the pain. The patient indicated that the patient was bad enough that the patient did not feel like she could walk. No trauma/falls were reported that could be related to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.